Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant downstream occlusion alarms were confirmed through baxter's functionality testing as well as through review of the event history log. Further evaluation was unable to reproduce this condition. The device evaluation found the unit to recognize a downstream occlusion properly. The downstream sensor was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had constant downstream occlusion alarms. There was no patient involvement.